Manufacturer narrative:
Section d6a: date of implant was inadvertently populated in the initial report; the device is not implanted. Manufacturer's investigation conclusion: the reported event of a no external power event and controller clock not set alarms was confirmed via the submitted log files. The submitted controller periodic log file captured clock not set alarms throughout the entire duration of the log file. The events leading up to this alarm were not captured but this alarm is commonly caused by a complete loss of external power event. The periodic log files also contained no external power alarms throughout the duration of the log file. The events leading up to these alarms were unable to be seen in this log file, therefore the cause of the alarms was unknown. The submitted controller event log file also captured clock not set alarms active throughout the duration of the log file with the events leading up to this alarm unable to be seen. On an unknown date, low voltage alarm occurred which progressed into a no external power alarm due to depletion of the 14v batteries. The duration the 14v batteries lasted until complete depletion was determined to be about 24 hours from looking into the periodic controller log file events leading into the beginning of the controller event log file. The backup battery supported the pump for approximately 2 hours and 8 minutes prior to being fully depleted. The system controller and pump lost power when complete depletion of the backup battery occurred. There were no other notable events seen within the log files. Provided information indicated that the patient was found deceased at home with the pump off. The system controller, serial number (B)(6), was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause of the no external power event within the controller event log file was determined to be battery depletion, however, the root cause of the no external power events and clock not set alarm seen within the periodic controller log file was unable to be conclusively determined in this investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 patient handbook instructs users on how to properly use, charge, and calibrate 14-volt batteries. If a red light status becomes active on the ubc while the battery is charging, users are advised to not use that battery. The patient handbook also instructs users on how to check the current relative charge of the 14-volt batteries. Two batteries are expected to power the system for approximately 17 hours, and this can vary depending on activity level. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including no external power, low power hazard, and clock not set alarms. The heartmate 3 instructions for use sections 2 ¿system operations¿ and 4 ¿heartmate touch communication system¿ instructs users on how to properly set and sync the system controller¿s clock with the heartmate touch. Ensure that the heartmate touch clock is correct before relying on it. The heartmate 3 instruction for use section 2, entitled ¿system operations¿, instructs users not to twist, kink, or sharply bend the system controller power cables. Section 2 of the patient handbook, ¿how your heart pump works¿ instructs users that backup battery power should only be used when in a power loss emergency. Inappropriate use of the backup battery¿s power may result in diminished run time during a power loss emergency. The heartmate 3 instruction for use section 8, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use, including how to clean and maintain the 14v battery clips and system controller power cables. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was found down at home and the pump was off. It appeared that the batteries were not charged and the pump was being powered by the backup battery (ebb) for approximately for 2 hours. Log files were submitted for review and indicated that the system controller's clock had been reset for the entire recorded history with a date stamp on (B)(6) 2000 and contained approximately 3 hours and 40 minutes of pump run time. The recorded data indicated the system controller was running on depleted batteries with low power advisories for some time. A low power hazard flag was then activated as the system continued to operate on depleted batteries for 32 more minutes. A no external power flag was activated. The system continued to operate in low power mode for 2 hours, 11 minutes before the ebb was no longer able to support pump function. Shortly after, all power was completely exhausted. Of note, the ebb use count was recorded as 255 uses. It was unclear how many times the ebb was actually used as 255 is the max value of this parameter and additional use counts are not recorded. The last recorded date / time on this history was 19:05:23 on (B)(6) 2000 and another complete loss of power likely occurred ~ 43 hours prior to these events.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power event and controller clock not set alarms was confirmed via the submitted log files. The submitted controller periodic log file captured clock not set alarms throughout the entire duration of the log file. The events leading up to this alarm were not captured but this alarm is commonly caused by a complete loss of external power event. The periodic log files also contained no external power alarms throughout the duration of the log file. The events leading up to these alarms were unable to be seen in this log file. A couple of these no external power alarms were indicative of a double power cable disconnects when switching power sources from the mobile power unit (mpu) to battery. The submitted controller event log file also captured clock not set alarms active throughout the duration of the log file with the events leading up to this alarm unable to be seen. On an unknown date, low voltage alarm occurred which progressed into a no external power alarm due to depletion of the 14v batteries. The duration the 14v batteries lasted until complete depletion was determined to be about 24 hours from looking into the periodic controller log file events leading into the beginning of the controller event log file. The backup battery supported the pump for approximately 2 hours and 8 minutes prior to being fully depleted. The system controller and pump lost power when complete depletion of the backup battery occurred. There were no other notable events seen within the log files. Provided information indicated that the patient was found deceased at home with the pump off. The system controller, serial number (B)(6), was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause of the no external power event within the controller event log file was determined to be battery depletion and a couple of the no external power events in the periodic log file were due to user error by disconnecting both power cables simultaneously, however, the root cause of the remainder of the no external power events and clock not set alarm seen within the periodic controller log file was unable to be conclusively determined in this investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 patient handbook instructs users on how to properly use, charge, and calibrate 14-volt batteries. If a red light status becomes active on the ubc while the battery is charging, users are advised to not use that battery. The patient handbook also instructs users on how to check the current relative charge of the 14-volt batteries. Two batteries are expected to power the system for approximately 17 hours, and this can vary depending on activity level. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use section 7 ¿alarms and troubleshooting¿ instructs users on how to resolve alarms that sound from their system controller, including no external power, low power hazard, and clock not set alarms. The heartmate 3 instructions for use sections 2 ¿system operations¿ and 4 ¿heartmate touch communication system¿ instructs users on how to properly set and sync the system controller¿s clock with the heartmate touch. Ensure that the heartmate touch clock is correct before relying on it. The heartmate 3 instruction for use section 2, entitled ¿system operations¿, instructs users not to twist, kink, or sharply bend the system controller power cables. Section 2 of the patient handbook, ¿how your heart pump works¿ instructs users that backup battery power should only be used when in a power loss emergency. Inappropriate use of the backup battery¿s power may result in diminished run time during a power loss emergency. The heartmate 3 instruction for use section 3, entitled ¿powering the system¿, instructs the user to ensure one power cable is always connected to an external power source. Section 3 of the patient handbook, ¿powering the system¿, instructs users on how to correctly connect to a new power source when switching power sources. The heartmate 3 instruction for use section 8, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use, including how to clean and maintain the 14v battery clips and system controller power cables. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.